Manufacturer narrative:
Additional information of auto mode has been received which was not included with the initial report. (B)(4).

Event description:
It was reported that customer were unsure if auto mode was active or not at the time of event.

Manufacturer narrative:
The initial report submitted had missing information that has been updated in this report.

Event description:
It is unknown whether auto mode was active at the time of the incident.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Pump error 63 (variable 3) was present in the device trace download and pump error 63 (variable 3) alarmed during self test due to broken trace at keypad assembly. Unable to verify audio/absence of alarm due to pump error 63.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 47 mg/dl. The customer stated that the insulin pump had beep anomaly issue. Customer was advised to adjust the audio volume to 1 and 5 and then pressed save. Customer also stated that they did not hear beeps when audio volume settings were saved. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The insulin pump will be returned for analysis.